Event description:
Customer states the battery pca has a broken pin on ac side. No patient impact reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.